Manufacturer narrative:
Updated implant date: reported event: an event regarding infection involving an unknown insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A revision usage sheet was received for the patient's left knee. Spoke to rep: a 4x9 cs insert was revised for another of the same type and size due to infection. Primary was about 9 months ago. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A revision usage sheet was received for the patient's left knee. Spoke to rep: a 4x9 cs insert was revised for another of the same type and size due to infection. Primary was about 9 months ago. Rep confirmed that no further information will be released by the hospital or surgeon.